Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead was observed to have blood ingression. Concomitant medical products: dtbb1d1 crtd, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular (lv) lead was replaced due to prophylactic removal. The lv lead was not placed in an ideal location for cardiac resynchronization therapy (crt) and was electively removed. The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.